Manufacturer narrative:
The suspect device was returned for evaluation. Upon visual inspection of the returned guidewire, it was confirmed that the guidewire was fractured, and that only proximal side of the fracture was return for analysis. Based on the dimensional measurements it can be concluded that approximately 2 cm of the guidewire tip was missing. The fractured wire broke in the first taper but there is no evidence on the length of the wire that any surface anomalies contributed to the fracture. The fracture face is not circular; there is a section of the wire missing and it is not clear whether this section is missing because due to becoming stuck/bent or manipulation. There is no trend for this failure, no need for further action is needed.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the superselection of hcc, the tip of the microguidewire broke and some of the microguidewire remained in the patient's body.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. Additional information was received. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Based on the lot history record (lhr) review, the guidewires were manufactured according to the specification. The lhr review showed that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The other required tests and inspections were performed and the lot passed. There is no evidence to suggest that the design of the guidewire or any manufacturing-related concerns contributed to the reported incident. Based on the information provided by the customer it is likely that the guidewire fractured after being subjected to stresses beyond its design capabilities. The sem analysis showed that the fracture is not a typical fracture and does not clearly indicate what could have caused the reported failure. Based on the information provided the root cause of the reported issue remains undetermined.